Event description:
The point of care coordinator called lfs and alleged the datadock was reading dock reset. They do not report any symptoms or treatment needed for the pts due to this issue. The customer care rep performed troubleshooting and return of the datadock has been requested. Based on the info supplied by the pt there is evidence the product has malfunctioned.